Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.5cm. The reported event of loss of capture was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The dislodgement was confirmed via imaging. The lead was explanted and replaced. The patient was in stable condition.